Manufacturer narrative:
Model# and initial reporter phone# were not provided.

Event description:
(B)(6) customer stated he had been getting inconsistent low and high blood glucose readings on his contour next meter and has fainted several times. He did not received medical treatment on the most recent episode of fainting and did not comment on the prior episodes. The customer's test strips are expected to be returned for evaluation. New strips and meter were sent to him.